Event description:
Plaintiff was employed as a intravenous technologist, surgical technologist, phlebotomy technologist and a medical/phlebotomy/surgical assistant who wore and was exposed to gloves made by various mfrs. Plaintiff alleges suffering physical injury and damage. Plaintiff alleges developing a latex allergy.